Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and dat test at 0.08710 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self-test, off no power alarm test and unexpected restart error test. Unit primed properly. No prime anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Unit had minor scratched display window, a scratched case and a missing drive support sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to diabetic ketoacidosis on (B)(6) 2017 with blood glucose was over 368 mg/dl. The customer treated their high blood glucose with insulin pump. It was also reported that the insulin pump received no delivery alarm but event was resolved by complete set (inf and res) change. The customer was wearing insulin pump during hospitalization. The insulin pump failed displacement test and the high pressure test. The insulin pump will be returned for analysis.